Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: what measures were taken to retrieve the needle? No information; was there any additional tissue damage as a result of searching for the needle? No information; were x-rays taken to locate the needle? No information; at what location was the needle found? No information; was the patient brought back to or to have needle removed or was the needle removed during the initial procedure? During the initial procedure; no further information will be provided. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a skin tumor removal procedure on (B)(6) 2018 and a suture was used. During surgery, it was found that the suture had not settled in the swage part of the needle properly after inserting the needle into the skin for skin wound closure. The needle was pulled out from the skin and it was no longer used on the patient. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Investigation summary: it was reported performance pull off suture needle. An empty opened foil, a labeled winding former and a needle/suture combination were returned for analysis. During the visual inspection of sample, the suture still was attached to barrel needle and no needle pull off were observed; however, the swage and attachment area were as not as expected, since a part of the channel was open caused by incorrectly placed in dies and resulting in a fin. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to sample condition, no pull off suture needle was found; but, open channel and fin were found on the needle.